Manufacturer narrative:
H3) the pendant was returned for analysis. Functional testing determined that the pendant was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information. The pendant was not working and the hand switch was missing from the system.

Manufacturer narrative:
H2) additional information in section b5. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial lot: unknown. H3, h6) the system was serviced in the field. In summary, the pendant was replaced and the system rebooted after replacement to ensure functionality. Additionally, it was noticed the hand switch was unavailable on the system and the foot switch was used instead. A new hand switch was ordered as a result. Codes b01, c13, and d02 are applicable to this product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care professional indicated no patients were harmed. Additional information received by a manufacturer representative indicated that during field servicing, there was no hand switch ava ilable on the system.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000529, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the buttons on the pendant, when you press one button, it would activate another. When the site was trying to change the position of the patient, it activated lift and shift. There was no patient involvement reported.